Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): keypad is fully intact, with no peeling or damage observed. "Ok" key has intermittent response. Keypad was removed to investigate: evidence of keypad contamination was located under "contrast","up","down" and "ok" contact buttons. Unrelated to this complaint, the pump booted to the verify screen with dim pink contrast. The oled screen was removed and replaced with a new test screen: contrast returned to normal with test screen.

Event description:
The patient contacted animas on (B)(6) 2012, stating that for two months the ok keypad button was intermittently unresponsive. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean the pump. It was reported that a skin was on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.